Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately two years following the implant of this transcatheter bioprosthetic valve, the patient had a left main percutaneous coronary intervention (pci) performed. Prior to the pci, an echocardiogram showed a normally functioning valve. 24 hours post pci, an echocardiogram showed severe central aortic regurgitation (ar) and a tear in the leaflet of the left coronary cusp (lcc). This was the location of the pci. As a result, heart failure and hemodynamic instability were reported. Surgery was planned. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected data: b5 - corrected as the event occurred five years following the valve implant not two years. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that corrected the date of the percutaneous coronary intervention (pci), severe central aortic r egurgitation (ar) and tear in leaflet of the left coronary cusp (lcc) to have occurred 5 years following the valve implant. Subsequently, a transcatheter aortic valve (tav) in tav was performed. The patient was reported to be in good health following the tav in tav. No additional adverse patient effects were reported.